Manufacturer narrative:
This complaint was originally assessed to not qualify as a potentially reportable incident. However, based on further info reviewed for potential risk on (B)(4) 2013, this complaint was determined to be reportable and is currently under investigation. A f/u report will be filed once a conclusion is determined from this investigation.

Event description:
Customer reported a problem with hemosil synthasil aptt reagent on their acl top 500 cts instrument. According to their report, they ran qc at 6:00 am and the normal level was 30.9 seconds and the abnormal level was 59.9 seconds. The reagent was left on unit and qc rerun at 2:00 pm. The normal level was 24.9 seconds and the abnormal level was 43.9 seconds. When fresh reagent was used, the qc results were acceptable with normal level at 30.3 seconds and abnormal level at 57.5 seconds. There was no reported adverse event.